Event description:
It was reported that they were having issues charging their implant and the issue began probably like 3 months ago. Patient stated that yesterday they were trying to charge the implant and it wouldn't allow them to charge. Patient also stated that the recharger was getting very hot when charging the implant. Patient noted that the controller battery was getting hot as well. Patient mentioned that they had to put something between their skin and the recharger otherwise it felt like it was burning them. Patient mentioned that they tried a controller reset and that did not help and that they were able to shut their implant off since they are not able to charge it. Patient noted that when they try to charge the controller just keeps searching and searching for the implant. Patient did not have their equipment with them to troubleshoot. Patient will call back with equipment to troubleshoot. Agent reopened and reassigned case to send email to repair to replace the recharger and to add serial number into secure note. During the call right by the end of the paddle the rubber part was missing. Agent closed case.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the [recharger], model 97755, s/n (B)(6), revealed. Product analsysis found: cable insulation is peeling away at donut end and wires are exposed and intermittent no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.